Event description:
During power injection, we noticed injection had ceased and heard a snap. Syringe was completely broken at the base.

Event description:
During power injection, we noticed injection had ceased and heard a snap. Syringe was completely broken at the base.